Event description:
The device "t" was placed due to recurrent ulnar deviation from extreme deficiency of soft tissues, resulting in pain.

Manufacturer narrative:
The device t was replaced due to recurrent ulnar deviation from extreme deficiency of soft tissues, resulting in pain. Progressive degeneration of the disease (ra) would no longer support an implant that was not a hinged single piece.